Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was intended to be implanted in the endovascular treatment of a 51mm thoracic aortic aneurysm. It was reported that during the index procedure, the right femoral artery (fa) was exposed, and the left femoral artery (fa) was punctured only. From the right fa, the sheath angiography was performed and it was judged to be difficult to insert as it was, so expansion was performed with a 7 mm percutaneous transluminal angioplasty (pta) balloon. The stent graft vnmc2828c182tj was inserted from the right femoral artery. It somehow proceeded halfway, but it couldn't make any progress when it approached the common iliac artery (cia), so it was removed. The artery was then expanded using a 20fr dilator. When inserted the non mdt sheath , it somehow proceeded and then it was replaced with another non mdt sheath, this was attempted to be inserted it but could not insert. The physician tried to insert the navion again, but a fluctuation of blood pressure was found and there was a high possibility that damage had occurred to the vessel, so it was then replaced with a dry seal and a non mdt stent graft was immediately implanted from the cia as treatment . This was extended with another non mdt to near the femoral artery. Although the blood pressure was stable, a small amount of leak was observed, and the non mdt stents were implanted. Because the blood pressure had settled down, the physician tried to insert the navion again, but it was difficult to insert it. Non mdt stent grafts were implanted because bleeding was seen again in the abdominal cavity, probably because of the migration of the implanted stent graft. Furthermore, the fa insertion part was barely reached, a non mdt stent was implanted. Although blood pressure was completely controlled, tevar was judged as difficult to continue, it was withdrawn. The incision was closed and the patient returned to the intensive care unit (ICU) with intubation. As per the physician the cause of the event was patient vessel morphology. It has been confirmed that the blood vessels are originally thin. Because the preoperative CT was only 5 mm and lacked accurate evaluation, the tevar was approached as an intraoperative judgment. No additional clinical sequelae were provided and the patient will be monitored.